Event description:
It was reported that the tip of the device had broken off. A percutaneous coronary intervention was being performed with a comet pressure guidewire. The 80% stenosed, minimally tortuous and moderately calcified lesion. As the device was being removed from the patient, the tip broke off while inside the guide catheter. All components were able to be removed from the patient anatomy without further issue.

Event description:
It was reported that the tip of the device had broken off. A percutaneous coronary intervention was being performed with a comet pressure guidewire. The 80% stenosed, minimally tortuous and moderately calcified lesion. As the device was being removed from the patient, the tip broke off while inside the guide catheter. All components were able to be removed from the patient anatomy without further issue.

Manufacturer narrative:
Device returned to manufacturer: the occ cable, tip, device shaft, and sensor port were visually and microscopically examined for damage or any irregularities. Inspection of the device presented no fractures/breaks, damage, or irregularities. The wire was not fractured as reported. Product analysis did not confirm the reported event, as the wire was not fractured or broken.